Event description:
Occasional under sensed atrial beats noted during episodes not affecting detection or termination. Device appears to be undersensing on atrial lead. Based on the information at hand, the associated field personnel was not contacted regarding this event. Programming changes, at the time of the event were not requested. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).